Manufacturer narrative:
Strain relief: the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: implant date, explant date, relevant patient medical history and test dates/results, if applicable. To date, no additional information has been received by apollo. Device labeling addresses the reported event of port leak as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: the patient with the lap-band system was reported to have been: "experiencing no weight loss. Tested fill volume and came back less twice. Changed port and fine now." The port was removed and replaced.